Event description:
It was reported that the button on the side of the clamp that should "pop out" did not. Therefore, it was felt that more pressure was applied to the pts' skull than necessary. There was a laceration to the pt. The pt was sent for a CT scan. Additional clinical info was received on 05/07/2012 from the customer with the following: on (B)(6) 2012, a (B)(6) female pt underwent a posterior occipital to c4 fusion. The pt was not repositioned at any time during the surgery. The surgery was not performed with a stereotaxy device. It was reported that the pressure indicator failed to work at approx 50 pounds (lbs). The product problem occurred while the surgeon was clamping the mayfield to the pt's skull. The surgeon continued to apply pressure by turning the knob with no further movement of the pressure indicator. The surgeon noticed that the pinion was driven deeply into the pt's skull. The surgeon removed the mayfield immediately upon recognizing the problem and sent the pt for a CT scan. The pt did not receive a laceration but the pt did obtain holes in the skin from the 3 point mayfield head holder pinions. It was reported that the mayfield pins were inserted into the skull per manufacturer recommendation with normal use of the equipment. The pt had an indention consistent with a skull fracture from the head point. It was verified through CT scan that the pt did not have an acute intracranial hemorrhage. The pt was discharged from the operating room on (B)(6) 2012 to the inpatient floor. Further clinical info was received on (B)(6) 2012, from the customer with the following: "the CT scan did not verify a skull fracture, just that there was not an acute intracranial hemorrhage. The physician performing the surgery stated that the pt had an indention consistent with a skull fracture and sent the pt for a CT scan prior to starting the procedure. The incident occurred while initially positioning the pt in the prone position for a posterior approach for an occipital to c4 fusion. After the CT was read the pt was transported back to the operating room, a different mayfield was used and the procedure was completed." The pt's underlying medical condition was not known.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.